Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 200 units of insulin during the load process. Customer reported blood glucose (bg) level was 307 (mg/dl). A bolus via the pump was delivered to address bg level. The customer changed out the cartridge and was able to complete the load process and resume insulin.